Manufacturer narrative:
The actual device was not returned for evaluation. Therefore, the investigation was based on the user facility information and the device history records. Based on the information provided, the complaint was not able to be confirmed. However, based on historical complaint data and product information literature there are several potential causes, which include the premature swelling of collagen, incorrect carrier tube/ hemostatic sheath assembly, loosing access to the patient's vasculature. There have been no similar reports for this part/lot number combination. Additionally, there were no related issues noted during manufacturing of the reported product code and lot number. Therefore, the issue reported is likely not manufacturing related. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. The user facility reported similar events from the same product code/lot number combination. See mdrs 3013394970-2017-00181 and 3013394970-2017-00182. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the collagen did not deploy when using the angio-seal device. The collagen did not deploy and all bio-absorbable components were removed from the patient. Hemostasis was achieved by holding manual pressure. Blood loss was less than 250cc. The patient was stable and there were no bad outcomes. The physician that deployed the device was a trained user.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. There is no evidence that this event was related to a device defect or malfunction. With no return of the actual device the exact cause of the reported event cannot be definitively determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.